Event description:
This info was received from a summons and complaint. It is alleged that on (B)(6) 2009, the physician performed an endovascular prosthesis placement on a pt. In an attempt to cover a right hypogastric aneurysm and accommodate size of the right iliac artery, the physician placed a length of endograft in a reverse position. Subsequent to placement of the endograft, an arteriogram revealed both renal artery openings were obstructed as a result of proximal migration of the prosthesis. As a result of the migration, patient had impaired renal function which required an open operative repair procedure.

Manufacturer narrative:
Vessel occlusion is labeled in the IFU. Component migration is labeled in the IFU. Event eval: still under investigation.